Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right essure micro-insert had migrated outside of the uterus and was subsequently found in the peritoneal cavity, attached to the sigmoid colon"), fallopian tube perforation ("perforation (fallopian tube)"), the first episode of device dislocation ("both of the essure micro-inserts were, at least, partially outside of the fallopian tubes/ the left essure micro-insert was found to have migrated further up into the fallopian tube/left coil migrated further up the fallopian tube"), the second episode of device dislocation ("the right coil migrated into the peritoneal cavity") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. C06468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg revealed bilateral fallopian tube patency" on (B)(6) 2015. The patient's past medical history included female condom from 2009 to (B)(6) 2014, therapeutic abortion (two therapeutic abortions) and c-section. Concurrent conditions included vaginitis. Concomitant products included drospirenone + ethinylestradiol (ocella) from (B)(6) 2014to (B)(6) 2015 for contraception, naproxen sodium (aleve) for dysmenorrhea as well as vicodin (norco) since 2015. On an unknown date, the patient started tylenol with codeine at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 2 months 3 days after insertion of essure, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required) and the second episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of libido ("loss of libido"), migraine ("migraines") and anger ("anger all the time"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/pain: pelvis"), uterine pain ("uterine pain when not meastruating/pain: uterus"), back pain ("back pain when not meastruating/pain: back, lower back pain"), headache ("severe headaches/pain: head") and abdominal pain ("pain: abdominal"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)\ "). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding/ prolonged and abnormal menstruation"), abdominal pain lower ("severe abdominal cramping even when not menstruating/lower abdominal pain/ bilateral lower quadrant pain, which was worse on the left side/lower abdominal pain/ bilateral lower quadrant pain, which was worse on the left side"), depression ("worsening of her depression"), rash ("rashes"), pruritus ("itching"), abdominal tenderness ("pelvic tenderness") and menstrual disorder ("abnormally menstrual bleeding/ abnormal menstruation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, the last episode of device dislocation, menorrhagia, dyspareunia, depression, rash, pruritus, fatigue, abdominal tenderness, dysmenorrhoea, menstrual disorder, loss of libido, vaginal infection and migraine outcome was unknown, the genital haemorrhage, pelvic pain and vaginal discharge had resolved, the abdominal pain lower, uterine pain, back pain, headache and abdominal pain was resolving and the anger had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, anger, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash, uterine pain, uterine perforation, vaginal discharge, vaginal infection, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: on (B)(6) 2016, she was recommended to undergo laparoscopic surgery to remove the essure micro-inserts, as well as a bilateral salpingectomy for sterilization. On (B)(6) 2016, she reported to hospital for her removal and sterilization surgeries, but it was discovered that the right essure migrated outside her uterus and was found in the peritoneal cavity, attached to the sigmoid colon. Ultimately, physician ended up performing partial, bilateral salpingectomies and removal of only one of the essure; the right one, which had to be excised and separate from colon. On (B)(6) 2016, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and remaining portions of both fallopian tubes were all removed. During surgery, the left essure was found to have migrated further up into the fallopian tube. Since her most recent removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2015: failure to occlude (close) fallopian tubes (B)(6) 2015, an hsg test was performed, the results of which revealed bilateral fallopian tube patency. The hsg results further revealed that both of the essure micro-inserts were, at least, partially outside of the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device dislocation, pelvic pain, vaginal discharge, abdominal pain, abdominal pain lower, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right essure micro-insert had migrated outside of the uterus and was subsequently found in the peritoneal cavity, attached to the sigmoid colon"), fallopian tube perforation ("perforation (fallopian tube)"), the first episode of device dislocation ("both of the essure micro-inserts were, at least, partially outside of the fallopian tubes/ the left essure micro-insert was found to have migrated further up into the fallopian tube/left coil migrated further up the fallopian tube"), the second episode of device dislocation ("the right coil migrated into the peritoneal cavity") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. C06468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg revealed bilateral fallopian tube patency" on (B)(6) 2015. The patient's past medical history included female condom from 2009 to (B)(6) 2014, therapeutic abortion (two therapeutic abortions) and c-section. Concurrent conditions included vaginitis. Concomitant products included drospirenone + ethinylestradiol (ocella) from (B)(6) 2014 to (B)(6) 2015 for contraception, naproxen sodium (aleve) for dysmenorrhea as well as vicodin (norco) since 2015. On an unknown date, the patient started tylenol with codeine at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 2 months 3 days after insertion of essure, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required) and the second episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of libido ("loss of libido"), migraine ("migraines") and anger ("hormonal changes-describe: anger all the time"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/pain: pelvis"), uterine pain ("uterine pain when not meastruating/pain: uterus"), back pain ("back pain when not meastruating/pain: back, lower back pain"), headache ("severe headaches/pain: head") and abdominal pain ("pain: abdominal"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)\ "). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding/ prolonged and abnormal menstruation"), abdominal pain lower ("severe abdominal cramping even when not menstruating/lower abdominal pain/ bilateral lower quadrant pain, which was worse on the left side/lower abdominal pain/ bilateral lower quadrant pain, which was worse on the left side"), depression ("worsening of her depression"), rash ("rashes"), pruritus ("itching"), abdominal tenderness ("pelvic tenderness") and menstrual disorder ("abnormally menstrual bleeding/ abnormal menstruation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, the last episode of device dislocation, menorrhagia, dyspareunia, depression, rash, pruritus, fatigue, abdominal tenderness, dysmenorrhoea, menstrual disorder, loss of libido, vaginal infection and migraine outcome was unknown, the genital haemorrhage, pelvic pain and vaginal discharge had resolved, the abdominal pain lower, uterine pain, back pain, headache and abdominal pain was resolving and the anger had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, anger, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash, uterine pain, uterine perforation, vaginal discharge, vaginal infection, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: on (B)(6) 2016, she was recommended to undergo laparoscopic surgery to remove the essure micro-inserts, as well as a bilateral salpingectomy for sterilization. On (B)(6) 2016, she reported to hospital for her removal and sterilization surgeries, but it was discovered that the right essure migrated outside her uterus and was found in the peritoneal cavity, attached to the sigmoid colon. Ultimately, physician ended up performing partial, bilateral salpingectomies and removal of only one of the essure; the right one, which had to be excised and separate from colon. On (B)(6) 2016, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and remaining portions of both fallopian tubes were all removed. During surgery, the left essure was found to have migrated further up into the fallopian tube. Since her most recent removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: failure to occlude (close) fallopian tubes (B)(6) 2015, an hsg test was performed, the results of which revealed bilateral fallopian tube patency. The hsg results further revealed that both of the essure micro-inserts were, at least, partially outside of the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device dislocation, pelvic pain, vaginal discharge, abdominal pain, abdominal pain lower, menorrhagia". Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received: new reporters, event anger added. Outcome for the event anger added as not recovered / not resolved and for events back pain and headache updated to recovering / resolving and for events pelvic pain, genital haemorrhage and vaginal discharge updated to recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right essure micro-insert had migrated outside of the uterus and was subsequently found in the peritoneal cavity, attached to the sigmoid colon"), fallopian tube perforation ("perforation (fallopian tube)"), the first episode of device dislocation ("both of the essure micro-inserts were, at least, partially outside of the fallopian tubes/ the left essure micro-insert was found to have migrated further up into the fallopian tube/left coil migrated further up the fallopian tube"), the second episode of device dislocation ("the right coil migrated into the peritoneal cavity") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no: c06468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg revealed bilateral fallopian tube patency" on (B)(6) 2015. The patient's past medical history included condom from 2009 to on (B)(6) 2014, therapeutic abortion (two therapeutic abortions) and c-section. Concurrent conditions included vaginitis. Concomitant products included drospirenone + ethinylestradiol (ocella) from on (B)(6) 2014 to on (B)(6) 2015 for contraception, naproxen sodium (aleve) for dysmenorrhea as well as vicodin (norco) since 2015. On an unknown date, the patient started tylenol with codeine at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 2 months 3 days after insertion of essure, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required) and the second episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of libido ("loss of libido") and migraine ("migraines"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/pain: pelvis"), uterine pain ("uterine pain when not meastruating/pain: uterus"), back pain ("back pain when not meastruating/pain: back"), headache ("severe headaches/pain: head") and abdominal pain ("pain: abdominal"). On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)\ "). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding/ prolonged and abnormal menstruation"), abdominal pain lower ("severe abdominal cramping even when not menstruating/lower abdominal pain/ bilateral lower quadrant pain, which was worse on the left side/lower abdominal pain/ bilateral lower quadrant pain, which was worse on the left side"), depression ("worsening of her depression"), rash ("rashes"), pruritus ("itching"), abdominal tenderness ("pelvic tenderness") and menstrual disorder ("abnormally menstrual bleeding/ abnormal menstruation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, the last episode of device dislocation, genital haemorrhage, menorrhagia, headache, vaginal discharge, dyspareunia, depression, rash, pruritus, fatigue, abdominal tenderness, dysmenorrhoea, menstrual disorder, loss of libido, vaginal infection and migraine outcome was unknown, the abdominal pain lower, pelvic pain, uterine pain and abdominal pain was resolving and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash, uterine pain, uterine perforation, vaginal discharge, vaginal infection, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: on (B)(6) 2016, she was recommended to undergo laparoscopic surgery to remove the essure micro-inserts, as well as a bilateral salpingectomy for sterilization. On (B)(6) 2016, she reported to hospital for her removal and sterilization surgeries, but it was discovered that the right essure migrated outside her uterus and was found in the peritoneal cavity, attached to the sigmoid colon. Ultimately, physician ended up performing partial, bilateral salpingectomies and removal of only one of the essure; the right one, which had to be excised and separate from colon. On (B)(6) 2016, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and remaining portions of both fallopian tubes were all removed. During surgery, the left essure was found to have migrated further up into the fallopian tube. Since her most recent removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: failure to occlude (close) fallopian tubes on (B)(6) 2015, an hsg test was performed, the results of which revealed bilateral fallopian tube patency. The hsg results further revealed that both of the essure micro-inserts were, at least, partially outside of the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device dislocation, pelvic pain, vaginal discharge, abdominal pain, abdominal pain lower, menorrhagia". Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was updated. This case concerns 36 year old patient. Her demographics were updated. Her historical medication and concurrent condition was added. Her concomitant medication were added. Essure insertion date was updated. Essure lot number was added. Essure indication was amended. Events: perforation (fallopian tube), the right coil migrated into the peritoneal cavity, abnormal bleeding (general), loss of libido, vaginal infection, migraines, pain: abdominal were added. It was reported that the pain was much less severe following the second removal surgery, total hysterectomy. However, she was still experiencing a dull, achy pain in my back. On (B)(6) 2018: this case is medically confirmed. Reporter information was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right essure micro-insert had migrated outside of the uterus and was subsequently found in the peritoneal cavity, attached to the sigmoid colon") and device dislocation ("both of the essure micro-inserts were, at least, partially outside of the fallopian tubes/ the left essure micro-insert was found to have migrated further up into the fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg revealed bilateral fallopian tube patency" on (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ prolonged and abnormal menstruation"), abdominal pain ("severe abdominal cramping even when not menstruating"), pelvic pain ("severe pelvic pain"), uterine pain ("uterine pain when not meastruating"), back pain ("back pain when not meastruating"), headache ("severe headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue"), abdominal tenderness ("pelvic tenderness"), dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("abnormally menstrual bleeding/ abnormal menstruation") and abdominal pain lower ("lower abdominal pain/ bilateral lower quadrant pain, which was worse on the left side"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device dislocation, menorrhagia, abdominal pain, pelvic pain, uterine pain, back pain, headache, vaginal discharge, dyspareunia, depression, rash, pruritus, fatigue, abdominal tenderness, dysmenorrhoea, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, pelvic pain, pruritus, rash, uterine pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2016, she was recommended to undergo laparoscopic surgery to remove the essure micro-inserts, as well as a bilateral salpingectomy for sterilization. On (B)(6) 2016, she reported to hospital for her removal and sterilization surgeries, but it was discovered that the right essure migrated outside her uterus and was found in the peritoneal cavity, attached to the sigmoid colon. Ultimately, physician ended up performing partial, bilateral salpingectomies and removal of only one of the essure; the right one, which had to be excised and separated from colon. On (B)(6) 2016, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and remaining portions of both fallopian tubes were all removed. During surgery, the left essure was found to have migrated further up into the fallopian tube. Since her most recent removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results: (B)(6) 2015, an hsg test was performed, the results of which revealed bilateral fallopian tube patency. The hsg results further revealed that both of the essure micro-inserts were, at least, partially outside of the fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.